Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint (image is interrupted) was traced to poor contact of printed circuit board. The most probable cause of the complaint (failure in printed circuit board) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center had image interruption and failed printed circuit board. There was no patient involvement.